Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a recoverable fault occurred. An intuitive tech support engineer (tse) reviewed the system logs and found errors 32097 against arm 4. The or staff successfully recovered the fault each time. The or staff replaced the drape, but the fault returned. The surgeon converted the procedure to another patient side cart (psc). There were no reports of patient injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The reported 32097 error was confirmed and replicated. Per logs, the 32097 and 31226 error were found indicating the error was pointing to the parallelogram, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where the fiber test failed on parallelogram. Once testing was completed, the parallelogram fiber was aba tested and was verified to be the source of the fault. The probable root cause of the reported issue can be attributed to a fault of the parallelogram assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the faults began during the docking process.

Event description:
Refer to h11 for follow-up information.